Manufacturer narrative:
Per tandem user guide states: t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming with the pump, and a malfunction alarm occurred. Customer's blood glucose level was 141 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.